Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The home patient was disconnected at the time of the system error 2240 alarm and did not reconnect. Therefore, there is no increase of risk of contamination and/or infection of the patient. No further investigation will be conducted.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 5 of 5. The patient explained they disconnected during the drain cycle. Gts assisted the patient in retrieving the cassette, as requested. The patient disconnected, as they had a flight to catch. No injury or medical intervention was reported.